Event description:
Facility reports the sagittal saw attachment has no power and will not function. No additional information was provided. This is report 1 of 1 of complaint# (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was completed on this device. The reporter's complaint that the unit doesn't function could not be confirmed. The device was tested and the complaint wasn't duplicated. However it was noted that the device is running hot, and vibrating. Evidence indicates this is due to usage wear over time. The device was repaired and returned to customer on (B)(4) 2013. Placeholder.